Event description:
Procedure performed: hysterectomy. Event description: it seems an uncertain origin with suspicion on the trocar on a digestive perforation. A digestive perforation with hemorrhage in post operation. It seems that the hemorrhage occured a few moments after the operation. Patient recovery by ileocaecal resection by laparoscopy. Additional information received by applied medical rep via email on 2may23: [translation] trocar accident with digestive perforation, 5mm balloon trocar with retractable knife brand applied cfb03 of the right iliac fossa. Trocar placed under visual control according to the service protocol. A tachycardia and a massive decrease of 3 hemoglobin points led to a reintervention and we had the surprise to demonstrate a digestive perforation due to the 5 mm trocar of the right iliac fossa, with speckling opposite the psoas, mesentery perforation, venous oozing and digestive perforation of 15 mm of the last ileal loop. No visible abnormality during the passage of the trocars, during the entire laparoscopic hysterectomy procedure. Patient status: patient recovery by ileocaecal resection by laparoscopy.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Applied medical¿s instructions for use (IFU) states, ¿to minimize the risks associated with access port placement, ensure: appropriate patient positioning to shift organs away from access port placement site. An adequate level of insufflation prior to port placement. Obturator tip is pointing away from major vessels, organs and other anatomic structures. Moderate, controlled pressure is employed when placing the access port.¿ applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: hysterectomy. Event description: it seems an uncertain origin with suspicion on the trocar on a digestive perforation. A digestive perforation with hemorrhage in post operation. It seems that the hemorrhage occured a few moments after the operation. Patient recovery by ileocaecal resection by laparoscopy. Additional information received by applied medical rep via email on 2may23: [translation] trocar accident with digestive perforation, 5mm balloon trocar with retractable knife brand applied cfb03 of the right iliac fossa. Trocar placed under visual control according to the service protocol. A tachycardia and a massive decrease of 3 hemoglobin points led to a reintervention and we had the surprise to demonstrate a digestive perforation due to the 5 mm trocar of the right iliac fossa, with speckling opposite the psoas, mesentery perforation, venous oozing and digestive perforation of 15 mm of the last ileal loop. No visible abnormality during the passage of the trocars, during the entire laparoscopic hysterectomy procedure. Patient status: patient recovery by ileocaecal resection by laparoscopy.